Event description:
Per nurse, within 24 hours a second report of a pump overinfusing tpn on the same patient. Vtbi was 200ml (rate unknown). Visitor with a cell phone in use at patients bedside. When the nurse returned the entire 1500 cc bag of tpn was infused. Medical intervention needed. Lasix was given to patient.